Event description:
The user facility reported that a patient presented in cardiogenic shock and on extracorporeal membrane oxygenation (ECMO). The decision was made to escalate care to an impella 5.5 as a bridge until further continuation of care could be discussed and to decannulate ECMO. The implantation of the impella 5.5 and decannulation of ECMO was successful and the patient was sent to the unit to rest and recover. During support it was reported that the impella 5.5 was exchanged due to mispositioning. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.